Manufacturer narrative:
Product event summary: hw25018 was returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. No device malfunction was reported against hw25018; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual inspection revealed foreign particles adhered to the impeller and center post surfaces. Supplemental testing on those particles revealed a strong response to magnetic fields and the element composition consists of oxygen, carbon and iron. The manufacturing process of the pump does not involve potential sources of magnetic particles that could be in contact with the bloodstream of a patient during use; therefore, those particles cannot be traced back to the pump surfaces and a potential external source cannot be conclusively determined. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer after routine transplant. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.